Event description:
It was reported that when the asymptomatic patient presented via a merlin@home transmission, the device exhibited non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).